Manufacturer narrative:
On october 28, 2021, mentor became aware regarding the device information for the left side. Date of implant was initially reported as 2005 and it was reported as (B)(6) 2005 for both sides as default. Since the lot number of the device was received and the manufacturing date of the lot number provided is the same year when the device was implanted, the date of implant is updated under field d6a on this form to the manufactured date (march 18, 2005) of the lot number provided for both sides for proper documentation. Multiple attempts were made to obtain the exact doi, but no additional information has been made available. If additional information is received, this will be updated. This medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent unspecified breast surgery with unknown size unknown gel implants on both sides and experienced bilateral breast implant ruptures postoperatively diagnosed at office visit by the healthcare professional. As a result, the patient underwent bilateral explantation and replacement with catalog number 3505501bc; serial number (B)(4) on the left side, and with catalog number 3505501bc; serial number (B)(4) on the right side on (B)(6) 2021. This medwatch report is for the patient¿s right-sided device.